Event description:
This complaint has been reviewed and it has been determined that the device was returned to the third-party service center and visible foam degradation was observed in device. There was no reported patient death or serious injury, however the reported issue/event is reportable due to the potential to cause or contribute to a serious injury as identified in CAPA pr7211, in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.

Manufacturer narrative:
No death, serious harm or injury was reported. This case was initially submitted as reportable. Following a detailed reassessment and alignment with the documented risk analysis, it has been concluded that the event does not meet the criteria for reportability under the applicable regulations.